Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus for a week, and the device was stuck in the alarm loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a slanted/loose drive support disk. The motor passed the motor test. The device had scratched display window, missing end cap sticker, cracked reservoir tube and lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.